Event description:
The customer reported a cgm error 42 after their pump came out of storage mode. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset and provided complete reset information. After resetting, the customer successfully started their sensor session without encountering the error again.